Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice (hc) during use, during dwell 3 of 6. The technical service representative (tsr) assisted with ending therapy. The tsr explained the setup was compromised. The tsr advised the hp to start over with new supplies. This writer contacted the home patient (hp) for a follow up regarding reported problem. The hp stated that they did start over and things went better. They stated they did talk to their nurse the next day, but they don't think they mentioned the alarm. The hp stated they will talk to their nurse about it when they see them. The hp stated they did not notice anything unusual with the supplies that could have caused the alarm. They stated that it could be from not clamping off part of the drain line, but they are not sure. The hp stated therapy has been going much better since then, no other problems. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample and the root cause is undetermined. The hp stated they did not notice anything unusual with the supplies that could have caused the alarm. They stated that it could be from not clamping off part of the drain line but they are not sure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.